Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the controller battery ports were unable to be connected to the batteries. The controller was changed out, and it was noted that the patient's backup controller became their new primary controller. No patient complications have been reported as a result of this event.

Manufacturer narrative:
After further review of additional information received sections have been updated accordingly. It was reported that the controller had bent pins. The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned controller revealed that the device failed visual inspection due to a bent pin on power port 1 and serial port of the controller. The bent pins did not allow a battery to properly connect to a controller. The most likely root cause of the reported event can be attributed to a forced connection. The manufacturer is investigating bent pins. An incidental finding not related to the event details was found pertaining to loose connectors on both power port 1 and 2 as well as the serial port. Based on an investigation conducted by the manufacturer, the most likely root cause of the reported event can be attributed to inadequate thread lock, an inconsistent thread lock cure time and an inadequate torque application during the assembly process. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.